Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. Programming on the insulin pump appeared to be correct. The customer stated that she treated her blood glucose with manual injections. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The customer stated that the infusion set was changed the day before her admission, and when it was removed, the customer noticed that pus came out. The customer stated that she switched the sites every two to three days. However, the infusion set worn when she had an infection was inserted into her body for four days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.